Event description:
New information received notes that the patient presented to the clinic during remote follow-up. The pacemaker was reprogrammed to resolve the issue. There was no patient consequences.

Event description:
It was reported that the patient presented to the clinic. The pacemaker was found in backup vvi mode. No intervention was performed at this time.

Manufacturer narrative:
Further information was requested but not received.